Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Concomitant medical products: ent nim p/n unknown (represents ¿patient interface box¿ reported by complainant.) No lot number or additional information could be obtained. The product analysis could not be performed as the devices were not returned. Method: no testing methods performed.

Event description:
It was reported that ¿biomed [technician], reported that the hospital felt that the system was not functioning. He was able to turn on the system and move through the software without issue. He tested the patient interface box, fuses which were good. This issue was found outside of surgery with no clinical impact.¿ after using a stimulator probe to test the system, he found that the interface box had intermittent functionality, and that there was an issue with ¿not making contact.¿ all issues were noted by the users outside of the surgical environment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.